Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up, inappropriate af diagnosis was noted. The implantable cardiac monitor exhibited diagnostic anomaly. Programming changes were made. The patient was in stable condition.